Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Investigation results: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The result of the investigation, inclusive of the event description and additional information received, determined the most probable root cause to be operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane biliary balloon dilatation catheter was used during an est (endoscopic submucosal transection) procedure performed (B)(6) 2010. According to the complainant, during the procedure while inflating the balloon to the second size, the balloon ruptured. The complainant confirmed there were no fragments of the balloon left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.